Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer support provided information on performing a pump reset and guided the caller through the process, leading to a successful start of the caller's sensor session with no further errors.